Event description:
It was reported that while stimulation was turned on, the patient had intermittent stimulation. It was noted that the patient ¿lost the control a while ago.¿ the reporter noted that the patient did not know if there was a problem or not with her device. It was noted that the patient felt intermittent tingling, but the tingling in the legs and feet was not really helping. It was noted the patient was unsure if the implantable neurostimulator (ins) was on at the time of the report. The reporter noted that when the patient saw the health care professional about 7 months prior to the report, the implantable neurostimulator was off at that time. The reporter suspected that the ins was never turned on until that time. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).